Manufacturer narrative:
Medical product - vanguard(tm) cr femoral 65 mm right - interlok catalog# 183008 lot# 321880, vanguard cr tibial bearing catalog#183440, lot # 797130. The following could not be completed with the limited information provided. Patient date of birth/age - ni, patient weight - ni. Event is being reported to FDA on three medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 3 mdrs filed for the same patient (reference 0001825034 - 2017 - 00024 and 0001825034 - 2017 - 00025).

Event description:
It was reported that the patient underwent a revision procedure due to pain and instability caused from fall approximately 14 months post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event .